Manufacturer narrative:
From the information provided in the article it is unclear of the number of patients impacted by the reported complications. The initial author is ramy goueli.

Event description:
It was published the journal of endourology the results of a study on the efficacy, safety and durability of photovaporization of the prostate (pvp) with greenlight 180w xps in men with acute urinary retention. One-hundred thirty-seven (137) men with preoperative retention and 195 men without preoperative retention underwent pvp treatment at an unspecified tertiary facility between 2010 and 2017. The article reports that there were the following complications within 30-days of treatment; hematuria clavien I, ii and iii, urinary tract infection clavien ii, luts clavien I and ii, urinary incontinency clavien I and ii, acute urinary retention clavien ii and readmission, cause not specified. The article also reports that there were the following complications within 90-day of treatment; hematuria clavien I, urinary tract infection clavien ii, luts clavien I and ii, urinary incontinence clavien I and ii, acute urinary retention clavien ii, chronic retention requiring chronic foley or cic. No further information is available.